Manufacturer narrative:
Lot #: 802610, 802616, and 802615. The device was received for two (2) events and is currently awaiting evaluation. The device was not received for evaluation for one (1) event; therefore, a device analysis could not be completed. A batch review was conducted for lot 802615 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that there was foreign matter in four (4) vented high volume inlets. In one (1) event, the foreign matter was further described as oily/residue on the tip of the inlet. In three (3) events, the foreign matter was further described as moisture/slimy residue on the spike. These events were identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two single-use companion samples were received for evaluation. Visual inspection was performed and noted a thin film of silicone residue on the surfaces of the spike and inside surfaces of the cap. The silicone on the inlets is not considered a defect as medical grade silicone oil is required for these products for proper assembly and functionality and no excess silicone was observed. A batch review was conducted for lots 802610 and 802616 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.